Event description:
A us distributor contacted zoll to report that a patient developed two open sores on their back near the vibration box, one is to the right of the spine and the other is on the spine. There was no alleged device malfunction contributing to the irritation. The patient's nurses placed dressings over the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.